Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the smart remote manager. A field service engineer confirmed the issue was resolved by the customer. The system functioned as intended after the field service engineer verified the device. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported when using the pyxis medstation es system that it had a smart remote manager failure. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a smart remote manager was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes the following field has been updated with correct information due to processing requirements: section b describe event or problem, section d brand name, medical device model section g reporting office contact section h device manufacture date and imdrf codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had failed. A technical support specialist (tss) dispatched a field service engineer and the fse fixed the srm issue. The system functioned as intended after the field service engineer repaired the device.